Event description:
During service evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During service evaluation, the device alarmed system error 322. The cause was identified to be failed lower link switch. The lower auxiliary requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.